Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and insulin pump alarmed for hardware low level failure. Customer stated that they run self test and they got error again. Insulin pump will be return for analysis.

Manufacturer narrative:
The device passed displacement test and self test. Format history file analysis confirmed pump error 63 due to open traces. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.